Manufacturer narrative:
Info not provided. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that her meter was reading inaccurately high. She reported a result of 266 mg/dl. She then retested with a different vial of test strips within 10 minutes and obtained a result of 127 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/pr <=20 mg/dl, thereby indicating a potential malfunction of the meter in term of precision. The pt also mentioned that she went to the hosp recently and that her medications were changed. She stated that she was in the hosp due to a heart attack and it was not meter related. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury, the test strips have been replaced for the pt.